Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented>> by following the instructions for use which state: ¿ chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted.